Event description:
On 01/25/2023, we was made aware of a needle stick incident that occurred with prevent safety needles 31g x 6mm. From the initial email sent by the representative: "they had a finger stick with the brand." We were awaiting further information, however, there was no authorization to contact the end-user.